Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is not related to the device. Malposition: unable to observe, as it is not related to the device. Breast pain: unable to observe, as it is not related to the device. Visibility/palpability: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a. (Rupture was discovered intraoperatively).

Event description:
Patient reported, "rupture. Discovered intraoperatively". And "capsular contracture, baker grade I". Patient later reported, "pain, deformation and slipping of the implant". The device has been explanted and replaced with non-allergan device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. ¿ malposition: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. ¿ visibility-palpability: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4, b3, b6, d9, g2, h3, h6.

Event description:
Patient reported "rupture discovered intraoperatively" and "capsular contracture baker grade I". Patient later reported "pain, deformation, and slipping of the implant". The device has been explanted and replaced with non-allergan device. This record relates to the left side.